Event description:
After deploying the main endovascular aneurysm repair component, it was very challenging to remove the device. It could have been related to patient's disease or device failure.what was the original intended procedure?evar.device #1is this a laboratory device or laboratory test?no.